Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe error c-00 appeared when activating monopolar. Technical support engineer (tse) guided caller checked error code in erbe and found c-00. Site rebooedt erbe but the issue remained. Tse recommended caller replace another energy cable however it was inconvenient to follow and used another 3rd part energy device to perform procedure. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Ports were placed prior to issue being identified. System functionality was checked upon powering on the system. System did initially power on without errors. Dvstat was contacted for troubleshooting. Troubleshooting was completed. The field engineer replaced the erbe generator. Procedure was completed with their own electrosurgical unit. There was no patient injury reported. The customer exchanged the generator. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using the system and on startup the iesu displayed error c-34 due to hf voltage. The iesu will be returned to the original equipment manufacturer. Failure analysis concluded that root cause is attributed to error c-34 due to hf voltage.

Event description:
Refer to h11 for follow-up information.